Manufacturer narrative:
Follow up #1 ¿ correction ¿ 04/18/2016 ¿ the initial 3500a report should have concluded as follows: based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred on an unspecified date during ¿(B)(6) 2016¿. At this time the patient obtained inaccurate high results on the subject meter when compared to another onetouch verio meter; however the patient could not provide specific results which were obtained from this comparison. The patient manages their diabetes with a combination of unspecified ¿pills and insulin¿ and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient did not develop any symptoms as a result of the alleged product issue, but stated that they had received advice from a healthcare professional which was to take their meter in to the doctor¿s office. No further treatment was required as a result of the alleged product issue. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged glucose results exceed lfs¿s criteria for accuracy.